Manufacturer narrative:
Results: (B)(4) samples were evaluated for lot 5260698 with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5260698. Conclusion: the indicated failure mode was not duplicated through evaluation of returned customer samples. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter safety caps and syringes were falling off or not locking into place. There was no serious injury or medical intervention reported.